Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump audible alarm settings were found to be set on high. During testing, no audible tones were detected at power up. The audible tone circuit was activated but no audible tone was detected. The pump was opened and contacts within the audible tone circuit were found to be misaligned. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the audible tone function was not working. This report is made based on the results of evaluation completed on (B)(4) 2015.